Event description:
Patient complaint of pain. It is believed that the pain may be associated with an open reduction internal fixation (orif) surgery, at which time patient was implanted with suspect devices, to remedy multiple femur fractures after automobile accident in 2004. The exact implant date and hospital is not known. The hardware from the initial procedure was removed on (B)(6) 2013. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number provided was not valid therefore further investigation could not be performed. Unknown implant date.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of implant was previously reported as unknown, actual date of implant was 2004.